Event description:
After opening basket onto sterile field, two to three passes of the basket were made and one prong from basket broke off. Therefore, it was no longer able to be used for stone extraction. A new basket was opened onto the sterile field. The prior basket was removed.